Manufacturer narrative:
Device will not be returned. If the device or add'l info becomes available it will be reported after the investigation is completed on a supplemental report.

Event description:
Head of theatre, reports via our sales rep, that the failure message "tip blunt" was displayed. She further report that the pt was not impaired and the surgery was finished using an alternative drill.